Event description:
It was reported that the system 9800 failed to initialize. Upon the second attempt again, the system failed to initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reviewed error logs and found errors related to "low ma". Erased all flash memory and reloaded calibration files. Inspected high voltage cable and cleaned and regreased high voltage connections. The system was tested and found to be working as intended and placed back into service.